Event description:
A hospital in (B)(6) reported via a distributor that there was no pressure line prot in the swivel y-piece of an rt206 adult breathing circuit. This was noticed before pt use. No pt consequence was reported.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher and paykel healthcare by a distributor in (B)(4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The rt206 adult inspiratory heated breathing circuit is en route to fisher and paykel healthcare for investigation. We will provide a follow-up report upon completion of the investigation.